Event description:
The pt underwent an aortic arch replacement in (B)(6) 2011. It was reported a perigraft fluid collection from the surgical drain. The volume of discharged liquid varied from 700 to 800 ml. No additional information could be obtained from the hospital at the time of this report.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of seven products coated on the same day as the complaint device indicated values well within product specifications. The evaluation is undergoing. A follow-up report will be submitted after completion of the investigation.